Event description:
The customer received the safety notice in the mail regarding the reservoirs, and stated that he has been to the hospital six times in the past seven months, due to high blood glucose and diabetic ketoacidosis. The customer stated that he suffered kidney failure and a heart attack on one of the hospitalizations. The customer wanted to replace the insulin pump and all of the supplies. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched window.